Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during intraocular lens (iol) implant procedure, the lens was ejected from the injector in an explosive manner with no patient contact. When it was time to reassemble it in the company cartridge to implant it with the standard injector, a defect was observed in the central part of the optic, so it was decided not to implant lens. The procedure was completed on same day by implanting another iol without any harm to the patient. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).